Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Were left blank as the customer age and weight is unknown.

Event description:
A (B)(6) customer reported that he obtained a blood glucose reading of 5.2 mmol/l on a contour next one meter and when retested on a different meter in the hospital, the reading was 3.1 mmol/l. The customer also indicated that on an unspecified date, he was dizzy and sweating. His wife had to call the ambulance as he passed out. The customer's wife gave him a spoonful of sugar. The medical intervention provided in the hospital is unknown. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.